Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, purulent discharge, abscess, infection, necrotic omentum, failure to thrive, malnutrition, and fistula. Post-operative patient treatment included extensive laparoscopic lysis of adhesions, repair of expected colotomy during lysis of adhesions, sleeve gastrectomy, tap anesthetic, exploratory laparotomy with drainage of the abdominal wall abscess, explant of abdominal wall mesh, externalization of ventriculoperitoneal shunt, creation of j-tube and repair of abdominal wall with bio-a mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe pain; dense adhesions of mesh to colon and omentum, as well as abscess. After treatment, the patient experienced mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, purulent discharge, abscess, infection, and fistula. Post-operative patient treatment included extensive laparoscopic lysis of adhesions, repair of expected colotomy during lysis of adhesions, sleeve gastrectomy, tap anesthetic, exploratory laparotomy with drainage of the abdominal wall abscess, explant of abdominal wall mesh, externalization of ventriculoperitoneal shunt, creation of j-tube and repair of abdominal wall with bio-a mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, mesh erosion, organ damage, recurrence, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, purulent discharge, abscess, infection, necrotic omentum, failure to thrive, malnutrition, fibrovascular and adipose tissue with fat necrosis, acute and chronic inflammation, fibrosis and dystrophic calcification, and fistula. Post-operative patient treatment included extensive laparoscopic lysis of adhesions, repair of expected colotomy during lysis of adhesions, sleeve gastrectomy, tap anesthetic, exploratory laparotomy with drainage of the abdominal wall abscess, explant of abdominal wall mesh, externalization of ventriculoperitoneal shunt, creation of j-tube and repair of abdominal wall with bio-a mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, mesh erosion, organ damage, recurrence, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, purulent discharge, abscess, infection, necrotic omentum, failure to thrive, malnutrition, fibrovascular and adipose tissue with fat necrosis, acute and chronic inflammation, fibrosis and dystrophic calcification, fainting, vomiting, and fistula. Post-operative patient treatment included extensive laparoscopic lysis of adhesions, repair of expected colotomy during lysis of adhesions, sleeve gastrectomy, tap anesthetic, exploratory laparotomy with drainage of the abdominal wall abscess, explant of abdominal wall mesh, externalization of ventriculoperitoneal shunt, CT-scan, medication, creation of j-tube and repair of abdominal wall with bio-a mesh. Relevant tests/laboratory data: 21 jul 2018: op note referred to CT scan showing incarcerated left-sided abdominal hernia as well as a right-sided abdominal hernia containing fat only. 03 nov 2017: op note referred to a CT scan that showed what appeared to be necrotic omentum and questionable infected mesh. 03 nov 2017: path report from infected abdominal wall mesh showed fibrovascular and adipose tissue with fat necrosis, acute and chronic inflammation, fibrosis and dystrophic calcification.

Manufacturer narrative:
Additional info: a4, a5b, d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, mesh erosion, organ damage, recurrence, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, purulent discharge, abscess, infection, necrotic omentum, failure to thrive, malnutrition, fibrovascular and adipose tissue with fat necrosis, acute and chronic inflammation, fibrosis and dystrophic calcification, fainting, vomiting, fistula, perforation, mesh migration. Post-operative patient treatment included extensive laparoscopic lysis of adhesions, repair of expected colotomy during lysis of adhesions, sleeve gastrectomy, tap anesthetic, exploratory laparotomy with drainage of the abdominal wall abscess, mesh revision, explant of abdominal wall mesh, externalization of ventriculoperitoneal shunt, CT-scan, medication, creation of j-tube and repair of abdominal wall with bio-a mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe pain, dense adhesions of mesh to colon and omentum, mesh that grew into the colon, abscess, infection, and fistula. After treatment, the patient experienced mesh removal.